Manufacturer narrative:
The device used in treatment was not been returned for evaluation, due to this we are unable to establish a relationship between the event reported, therefore the root cause remains unknown. Medical investigation reported without product return/evaluation, the definitive root cause of the blockage alarm could not be determined. Details of the dressing application are unknown and based on the report of new dressings resolving the previous alarms, the dressing application, occlusion, and or height of the unit/canister could have been contributing factors. Based on the photos and reported minimal drainage, a sudden drastic deterioration of the wound with a developed smell would not likely be isolated to the reported delay of ¿7 hours till the dressing could be changed¿ and the npwt device. The patient impact beyond the reported 7-hour delay, ¿fluid pooling¿, smell and ¿deteriorating¿ wound cannot be determined. The associated risk files contain the risk that the user does not understand troubleshooting steps for blockage alarm leading to delayed wound healing and local infection. The file also states that blockage alarms not dealt with correctly can lead to maceration as well as local infection and delayed wound healing the IFU, contains adequate instructions on the operation and use of the device. As detailed in the important information monitoring section, the user is advised to refer to these at all times. Complaint history for the reported event has been reviewed, revealing further instances, however no additional actions are required at this time. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that this is the 3rd complain submitted for the same patient since (B)(6), the wound is not doing good. The pnp is asking for acticoat to prevent a major complication. Dressing worked for 26 hours and then gave a blockage full alarm. The wound is deteriorating due the fact that the dressing do not stay in position long enough for treatment and fluid is pooling after every event since (B)(6).

Event description:
It was reported that the wound is not doing good. Dressing worked for 26 hours and then gave a blockage full alarm. The wound is deteriorating due the fact that the dressing do not stay in position long enough for treatment and fluid is pooling after every event since aug 2. The wound got a smell. The therapy was continued with another s&n product.